Event description:
The reporter states that the patient fractured several vertebrae t5-t9 during a seizure. The t6 and t7 fractures reportedly remained symptomatic in an undisclosed fashion for an undisclosed period of time. The patient and treating physician apparently agreed to treat t6 and t7 with reduction and fixation procedure using an inflatable bone tamp and "mmpa". The treating physician allegedly was able to enter t7 only with "great difficulty" and "blew out" t7 when he inflated the bone tamp. The procedure was apparently discontinued at that time. The treating physician reportedly proceeded to treat t6. The surgeon was apparently able to gain access to the vertebral body, but reportedly unable to achieve any height restoration. Allegedly, virtually all of an unknown volume of fixation material leaked out of the vertebral body extending into the area of the aorta, posterior mediastinum and pleural lining on the right side causing "horrific constant pain and nerve root damage". The pain has required that the patient be treated with numerous epidural blocks and narcotic analgesics.